Manufacturer narrative:
Midmark and an outside third party engineering firm has conducted a thorough investigation of this type of event. It has been determined that the primary cause for this event to occur is the user is not completely closing the sterilizer door prior to initializing a cycle (as per the instructions for use). Midmark will initiate a product improvement by providing the user with a warning label that is to be located adjacent to the door latch on the front panel of the sterilizer. This label will further reinforce the need to completely close the door (as per the instructions for use) and how to determine the door is completely closed. Midmark believes this additional label provides the users with efficient safety precautions necessary for safe use of the sterilizer.

Event description:
During sterilizer cycle (close to end) the sterilizer unexpectedly opened and came off the counter.